Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty to insert was confirmed. Additionally, the outer member was separated at the distal end of the handle, but the inner member was still intact. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a cause for the reported resistance with the introducer sheath. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 6.0x60mm absolute pro self-expanding stent system met resistance with the introducer sheath. The device was not used and the procedure was successfully completed with another unknown device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. The return device analysis found that the outer member was separated at the distal end of the handle. The inner member was still intact.